Event description:
A bi ventricular assist device (bi-vad) patient supported by a dual drive console (ddc) experienced a drop in pressure. The pressure for top module was around 200mmhg (systolic pressure for patient was 110) suddenly the pressure decreased to 95 mmhg, the doctor tried to adjust the pressure but was unsuccessful. They attempted to change the top module into volume mode, but obtained erratic values for pressure and vacuum. The top module was placed in async mode and volume mode was used for the bottom module. The center phoned the clinical representative who recommended they switch the patient to the back-up portable driver. The physician did not want to switch the patient over at the time as the patient was only one week post op. During the call the patient began to develop pulmonary edema. As a result, the patient was switched over at the time and the edema resolved. The center tried to recalibrate the ddc without success, the patient remains supported on the back-up driver.